Manufacturer narrative:
One medfusion pump was received with a chipped top case and seal damage on the bottom case. The event history log could not be reviewed because the pump would not power on. The start-up test was conducted and the reported issue was able to be confirmed. The pump display would flicker the turn off. The issue was user induced as the user replaced the black panasonic low profile supercap with one that is not operable. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump would not power on and there was an issue with the main printed circuit board (pcb). The issues were discovered during preventative maintenance testing and there was no patient involvement.